Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37791, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient (pt) reported that they were having issues charging their recharger to charge their implantable neurostimulator (ins) and the issue began about close to a month ago. Patient stated that all it was doing was reading a picture of a doctor and 375. Agent asked and patient mentioned they did not know the exact message of the picture of the doctor. Patient mentioned they don't have their equipment with them at the time of call. Agent advised the patient to call back with their equipment for further address their reason of call. Patient called back with recharger. Agent had patient start a recharging session to checkstatus of the implant battery. Patient then was able to start a charging session, but mentioned a while back their charger got real hot. Agent reviewed 375 message information and sent replacement recharging antenna to repair.